Manufacturer narrative:
H3: product analysis of the device found that the reported issue was not confirmed. However the device does not keep it's time and date settings, indicating an empty mainboard battery. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6), UDI#: (B)(4). H6: codes of fdr c0601, fdr c07, fdr c070601 and fdc d02 are applicable for product ID: 8253200, serial/lot #: (B)(6). Additional codes of img g04070, img g0201202, img g02004, img g04058 and img g0405203 are applicable for product ID: 8253200, serial/lot #: (B)(6). H4: manufacturing date for product ID: 8253200, serial/lot #: (B)(6) was 16 january 2018. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the mainframe does not give stimulus, had damaged rear connection and patient interface does not work. There was no patient involvement.